Event description:
A customer reported encountering a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on performing a pump reset, which resolved the issue, and the customer successfully started a new sensor session.